Event description:
A customer reported unexpected positive weak d result when testing a patient sample on with capture-r select on the echo instrument. Review of the images show holes in the monolayer.

Manufacturer narrative:
Review of results: cell 2 (d negative) appeared to have a flair on the button similar to the unexpected positive reactions. A hole was also seen in the monolayer color check. The weak d assay was repeated on echo m00523 for sample (B)(6). The sample resulted as negative, however there was a hole seen in the monolayer and the negative button had a flair seen on the upper left side. On (B)(6) 2011, performed a weak d on 4 known rh(d) negative in house donors against a known o negative in house donor, on the echo using capture-r select plates, lot sc 188 and capture-r ready indicator red cells, lot 221751. Controls performed as expected and all donors tested as rh(d) negative with the weak d assay with no flares present in the cell buttons. Retention products performed as expected. (B)(6) 2011, performed a weak d on 4 known rh(d) negative in house donors against a known o negative in house donor, on the echo. Using the customer's returned capture-r select plates, lot sc188 and retention capture-r ready indicator red cells, lot 221751. There was a control failure with the weak d assay due to the positive control testing as negative with all donors. There was also a small flare present in one of the control wells. The weak d assay was repeated and all donors tested as rh(d) negative with no flares present in the cell buttons. We were able to reproduce the customers results. Review of the monolayer image check on retention and returned plates revealed small holes in the monolayer membrane.